Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: medtronic delivery catheter system product ID: unknown, lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular block was noted. Acute onset of disorientation and aphasia were reported. Magnetic resonance imaging revealed a left thalamic stroke and punctate right stroke of the posterior lobe. No additional adverse patient effects were reported. Additional information was received to report after the stroke, the patient was discharged to home and particiapted in cardiac rehab ilitation. At discharge, the patient had anomic aphasia, impaired recall noted cognitively, and ultimately a permanent visual deficit.